Manufacturer narrative:
Company comment: the serious event of ischaemia at implant site and the non-serious events of pain and erythema at implant site were considered possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions to prevent permanent damage. The potential root cause includes intravascular injection leading to vascular complications, and ischemic manifestations. Potential contributory factor includes injection technique. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. To this date, this is the only medical complaint reported for the lot number. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 28-sep-2023 by a physician, which refers to a female patient of an unknown age. Additional information was received on 03-oct-2023 from the same reporter via the regulatory authority. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On (B)(6) 2023, the patient received treatment with restylane (lot 21269) to the right nasolabial fold, subcutaneously (unknown amount, injection technique and needle type). On (B)(6) 2023, the patient consulted the physician due to erythema (implant site erythema) and pain (implant site pain) in the area of the pyriform trench d and ipsilateral nasal wing. The physician mentioned that examination suggested events of vascular origin and suspected peripheral arterial ischemia (implant site ischaemia). The physician started the adverse vascular event protocol by infiltrating 1500 iu of hyaluronidase [hyaluronidase], oral asa [asa] 100 mg per 24 hours for 7 days, short course of unspecified corticosteroids via oral and im route and prophylactic antibiotic course with oral cefuroxime [cefuroxime] 500 mg every 12 hours for 7-10 days. An unspecified local vasodilator was also administered initially and the pain had subsided. Outcome at the time of the report: erythema was unknown. Pain was recovered/resolved. Peripheral arterial ischemia was unknown. Tracking list: v.0 initial, v.1 follow-ups with the reporting physician has been performed without response. Case reopened to submit final mir.

Manufacturer narrative:
Company comment: the serious event of ischaemia at implant site and the non-serious events of pain, and erythema at implant site were considered possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions to prevent permanent damage. The potential root cause includes intravascular injection leading to vascular complications, and ischemic manifestations. Potential contributory factor includes injection technique. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2023 by a physician which refers to a female patient of an unknown age. Additional information was received on 03-oct-2023 from the same reporter via the regulatory authority. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On (B)(6) 2023, the patient received treatment with restylane (lot 21269) to the right nasolabial fold, subcutaneously (unknown amount, injection technique and needle type). On (B)(6) 2023, the patient had consulted the physician due to erythema (implant site erythema) and pain (implant site pain) in the area of pyriform trench d and ipsilateral nasal wing. The physician mentioned that examination suggested events of vascular origin and suspected peripheral arterial ischemia (implant site ischaemia). The physician started the adverse vascular event protocol by infiltrating 1500 iu of hyaluronidase [hyaluronidase], oral asa [asa] 100 mg per 24 hours for 7 days, short course of unspecified corticosteroids via oral and im route and prophylactic antibiotic course with oral cefuroxime [cefuroxime] 500 mg every 12 hours for 7-10 days. An unspecified local vasodilator was also administered initially and the pain had subsided. Outcome at the time of the report: erythema was unknown. Pain was recovered/resolved. Peripheral arterial ischemia was unknown.